Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided x-rays confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial loosening. Loosening occurred at the bone/cement interface. Cement manufactured by depuy.